Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to loose protruded drive support disk. The insulin pump passed the basic occlusion test. No a33 alarm noted. The insulin pump had minor scratched display window, cracked case at the display window corners, cracked battery tube threads, cracked reservoir tube lip and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report a compromised force sensor system alarm and that the drive support cap was sticking out. The customer's blood glucose level was unknown. The customer stated that the dome label sticker was missing. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.